Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, it was not possible to completely fix the leads in the device header. The set screws would not tighten, nor was there a noise indicating the screws had tightened. The physician suspected that the set screws had come loose. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated foreign material on set screw. The returned device indicated a missing set screw. The returned device indicated a set screw with a rounded socket. The returned device indicated the set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.